Event description:
Caller reported experiencing a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to continue using the current pump until a replacement pump with updated software arrives. Technical support confirmed that the replacement pump would be sent, and provided instructions on returning the problematic pump. Caller understood and acknowledged all instructions provided.